Event description:
It was reported that the insertable cardiac monitor (icm) was attempted to be explanted but could not be removed after several hours. The device was too far into the scar tissue and muscle to be removed. The patient will need to see a surgeon to get the icm removed. The device remains in service. No additional adverse patient effects were reported.